Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose of 368 mg/dl with abdominal pain and nausea. Reporter was unable to troubleshoot at this time. This complaint is being reported as the patient experienced hyperglycemia and the pump was not able to be ruled out as a cause/contributor.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: during investigation, due to continuous use of the pump, the data from the date of the black box was overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.